Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the 3.50 x 20 mm taxus express2 drug eluting stent fractured. The pt condition is listed as fine. Further info has been requested but has not been received.